Event description:
It was reported to philips that the device has a x displayed in service window and "service the device now" message. (B)(4). The bench technician evaluated the device and was not able to find any fault with device. However based on the complaint replaced the processor pca and the optical switch. To correct any potential issues. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device has a x displayed in service window and "service the device now" message. There was no patient involvement.